Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm for upstream occlusion while delivering saline to a patient during therapy. The tubing was clamped with the key but the pump acted as if it was delivering fluid. There were no drips dripping in the drip chamber. No upstream occlusion alerts alarmed and the pump was running for about an hour before it was noticed. There was no known patient injury or medical intervention associated with this event. No additional information is available.